Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 600mg/dl plus at morning. Customer¿s states that at 7:30am blood glucose was 189mg/dl, at 10:20am blood glucose was 600mg/dl plus customer also states that they bring down the blood glucose to 438mg/dl by treating with bolus. Troubleshoot was performed for high blood glucose. Customer reported air bubbles of size 0.30centimetre in tubing by performing troubleshoot. The pump was not return for analysis.